Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that the patient was experiencing pain in their hip at the location of the ins battery. The patient may have hit the ins site, but this was not confirmed, and while surgical intervention has not yet occurred intervention is planned, but not scheduled according to the rep. The patient was guided through turning the ins off, but the issue was not resolved at the time of this report. It was noted that the patient is very thin. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.